Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-jun-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were behaving abnormally. One battery exhibited an erroneous critical battery alarm, and two batteries exhibited power disconnect alarms. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual examination and functional testing. A review of the autolog report revealed several power disconnect alarms involving (B)(4) and (B)(4), likely due to communication errors between the controller and batteries. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(4) and (B)(4), which is indicative of communication errors. Analysis of the alarm log file revealed two (2) critical battery alarms that were due to communication errors involving (B)(4). As a result, the reported event was confirmed. A power source lubrication procedure was performed on 04/dec/2018, prior to the reported event date. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: battery - (B)(4)concomitant medical products: yes. Device evaluated by MFR: yes. Results code(s): 3213, method code(s): 10, 4112, FDA conclusion code(s): 4307 battery - (B)(4). Concomitant medical products: yes. Device evaluated by MFR: yes. Results code(s): 3213, method code(s): 10, 4112, FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were behaving abnormally. One battery exhibited an erroneous critical battery alarm, and two batteries exhibited power disconnect alarms and communication errors. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected fields: event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.